Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the wireless transceiver's power supply.